Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unexplained hypoglycemia while using the ilet system, with blood glucose dropping to 43 mg/dl and remaining below range for about one hour, without insulin dosing or meal announcements preceding the event. Symptoms included dizziness and subsequent sleepiness. Outcomes included the need for oral glucose to treat the low and self-management without medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was not identified. It was concluded that the event involved hypoglycemia with an unclear cause and no device malfunction confirmed.